Manufacturer narrative:
The field service representative found that the syringes were contaminated. He performed a decontamination of the instrument. The affiliate reported that the instrument was working within specifications after the service visit. There is no tnt assay marketed for use on the e801 instrument in the us.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. The initial result was 381 ng/l. This result was reported outside of the laboratory. A new sample was obtained 3 hours later and the results were 6.65 ng/l and 7.36 ng/l. The original sample was repeated with results of 9.79 ng/l, 10.3 ng/l and 11.5 ng/l. The troponin t hs reagent lot number was 396685. The expiration date was not provided.